Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection at the ins site. The patient reported having the ins implanted in (B)(6) 2013 and it was infected. The patient had the device taken out and stated it was not implanted long before it became infected. The patient had a new system implanted in august of 2014. The infection was stated to occur 6-8 months prior to (B)(6) of 2014. No further complications were reported.